Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, implanted: (B)(6) 2009; 4194 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedances in all configurations aside from ring to skin. It was suspected that the impedance issue was related to a fibrotic tip build up and that the lead was functioning normally otherwise. The lead remains in use. No patient complications have been reported as a result of this event.